Event description:
Patient connected to continuous infusion fluorouracil at 12:10 am in clinic. The patient's spouse called to report the tubing was leaking from the blue filter piece at 21:00 two days later. The filter was taped to the upper chest area, which was damp/wet. The patient's spouse estimated the volume as a few drops on the skin. The spouse was instructed to turn off the pump and using gloves contain the leaking filter with saran wrap until a nurse could arrive to the home to replace the tubing. The spouse and patient were then educated to wash affected skin with soapy water (several times).the leak was detected and the tubing was replaced promptly. The infusion was resumed with minimum drug/dose loss. The patient completed the prescribed infusion without further complication. The tubing with leaking filter was saved for evaluation.